Event description:
It was reported that the patient has a broken ulna implant according to the report the surgeon received. This patient has had chronic issues with these implants.

Event description:
It was reported that the patient has a broken ulna implant according to the report the surgeon received. This patient has had chronic issues with these implants.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ulna implant. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The event was not confirmed as the reported device was not provided for evaluation. An x-ray was provided to a consulting clinician who rejected it for review as insufficient information was provided; however, the x-ray did confirm the fractured ulna. Device history review: could not be performed as no product identification was provided. Complaint history review: could not be performed as no product identification was provided. The exact root cause of the event could not be determined due to insufficient information provided.